Manufacturer narrative:
Analysis was unable to confirm the stated reason for return of "programmer does not switch on", the programmer started with no problems. It was noted however that the stylus cable was broken so when the cable moved the cursor on the screen was not following the stylus and that if the cable was moved again the cursor "jumped" to the stylus, that the lower case was cracked, there was a lot of dust present within the programmer which could cause it to overheat and shut down, the fan blade from the power supply cooling fan was broken off and that software errors were found in the update history, requiring a new software installation to resolve. The stylus, lower case and power supply were replaced, the touch screen calibrated, new software was installed and the device cleaned. It then passed its electrical safety and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not switch on. The programmer has not been returned for service. There was no patient involvement. It was further reported that the product had been returned to service. The programmer subsequently tested out of specification during manufacturer's analysis.